Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer reported that the mini drawer was failing continuously. The malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer replaced the mini drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.